Event description:
The customer initially reported that they were unable to provide therapy. It was later clarified that while running a shift test, the device gave a "therapy not available" inop message. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer initially reported that they were unable to provide therapy. It was later clarified that while running a shift test, the device gave a "therapy not available" inop message. There was no pt involvement. The customer called the response center back the same day they reported the issue, and said that it had been resolved. The customer resolved the issue by rerunning the test. No further info was given. Philips investigated the clarity of the instructions for use for performing opcheck for xl+ devices. It was determined that added clarity in the instructions for use were necessary to improve user understanding of device behavior during opcheck. Service bulletin sb86100145 was released to clarify these instructions. Additionally, software revision (released 02/17/2012) a (B)(4) provides an enhancement to the opcheck where the device does not go into service mode after a therapy knob opcheck failure. We are considering this a malfunction in labeling that caused a false test failure and lockout of clinical mode.